Event description:
Information received by medtronic indicated that the customer reported that consistently getting "incorrect" glucose readings; way more than 20 percentage difference for more than 5 sensors. It was reported that customer experienced high blood glucose 35 mg/dl. Troubleshooting was performed. It was unknown insulin pump on auto mode or not at the time of incident. It was unknown whether the customer using insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. It was unknown that the customer will continue to use the device. The insulin pump will not be returned for analysis. Updated summary: the customer reported blood glucose value at the time of event was 32mg/dl. The customer reported sensor glucose value at the time of event was 87 mg/dl. The event products involved mmt-7841zn, mmt-1884l, mmt-332a, unomedical and mmt-7040a. No product return is required for mmt-1884l, mmt-332a unomedical and mmt-7040a. Mmt-7841zn was returned for analysis.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.